Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the stomach in a laparoscopic sleeve gastrectomy procedure, midway down the staple, there was poor staple formation. Then when surgeon went to open and remove tissue from jaws, the tissue was stuck to the cartridge making it difficult to get off the patient. In other words, the stapler jaws opened, but then the cartridge side was stuck to the tissue midway down the cartridge. There did not appear to be a disruption in the staple line, nor was there any tissue damage; however, the surgeon did place some clips over staple line for additional security.